Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a moderately scarred right common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion into the vessel, resistance was met. The device was advanced into the vessel causing the device to break and detach at the distal sheath to guide tube transition area. The device could not be removed. A surgical cutdown of the tissue tract was performed. The handle portion of the device was removed from the vessel. The distal sheath was snared and removed from the vessel. The vessel was surgically sutured to achieve hemostasis. The procedure was performed under local anesthesia. A significant clinical delay in the procedure was reported. The operators were reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. During device insertion resistance was reportedly met advancing the device into the vessel; however, advancement was continued causing the device to break and detach at the distal sheath. The instructions for use state under the precautions section not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.

Manufacturer narrative:
(B)(4). Although during device insertion resistance was met advancing the device into the vessel, the operator continued to advance the device causing the device to break and detach. The instructions for use states under the precautions section not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.